Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown.

Event description:
It was reported customer experienced intermittent occlusion alarms over a two-month period, eventually leading to an elevated blood glucose (BG) level on (b)(6) 2026. Customers BG was displayed as ¿High,¿ with specific value unknown. Customer delivered correction bolus via pump, then changed soft cannula infusion set and cartridge, and resumed insulin therapy. However, based on the ongoing nature of the occlusions the customer reverted to an alternate method of insulin therapy.